Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. It was reported that the patient was asymptomatic. Treatment for the event and patient outcome was not reported. Extraneal therapy was ongoing. No additional information is available.